Event description:
It was reported the patient was admitted through the ER (emergency room) with increased weakness and numbness to their lower extremities. The patient was scheduled for an MRI of their t-spine and l-spine. The pump was used to deliver dilaudid. Interventions and patient outcome not reported. Further follow-up is being conducted to obtain information. If additional information is received a follow-up report will be sent.

Manufacturer narrative:
Concomitant product: product ID 8590-1, lot # n478654, implanted: (B)(6) 2014, product type accessory; product ID 8780, serial # (B)(4), implanted: (B)(6) 2014, product type catheter. (B)(4).